Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 891 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2024. While in the hospital, the customer was treated with intravenous fluids of saline. Reportedly, the customer was released on (B)(6) 2024 however, the customer declined a follow up and therefore no additional information was obtained.